Event description:
Pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set with a 3 way stopcock in which the operator detected air inlet in the tubular when the perfusion ended. The reported condition occurred at the end of infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.